Event description:
Report 2 of 3. It was reported that during use with the bd phoenix¿ nid, proteus mirabilis was misidentified as providencia spp. There was no report of patient impact. The following information was provided by the initial reporter: "received email from cx, nid results incongruent with colony morphology and vitek gn (initial phoenix ID: citrobacter spp, actual ID: e.coli; initial phoenix ID: providencia spp, actual ID: proteus mirabilis). Misidentification of clinical microbiological organisms did not impact any patient treatment.".

Manufacturer narrative:
The following fields have been corrected as a result of a material number change. B.5. Describe event or problem: updated based on material number change. D1: medical device brand name: bd phoenix¿ nid. D2a: common device name: gram negative identification panel. D4. Medical device catalog #: 448007. D4. Medical device lot#: 2263221. D4. Medical device type: lqm. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: 10-31-2023. F.10. Imdrf annex f grid code: up: updated to f26. G.5. PMA / 510(k)#: exempt. H4. Device manufacture date: 10-09-2022. H.6. Investigation summary: this complaint is for misidentification of escherichia coli as citrobacter koseri and proteus mirabilis as providencia rettgeri when using phoenix panel nid (448007) batch number 2263221. The customer did not provide panel returns but provided phoenix generated lab reports, binary files and isolate returns for the investigation. The lab reports show patient samples misidentified as c. Koseri and p. Rettgeri. To investigate, two retention panels from complaint batch (B)(4) were tested using customer returned isolate e. Coli 3-8128869 on a phoenix m50 instrument and evaluated for identification results. Next, two retention panels from complaint batch (B)(4) was tested using qc isolate p. Mirabilis a29906 on a phoenix m50 instrument and evaluated for identification results. All four panels returned the expected identification results; therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. H3 other text : see h.10.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3. It was reported that during use with the bd phoenix¿ m50 automated microbiology system, proteus mirabilis was misidentified as providencia spp. There was no report of patient impact. The following information was provided by the initial reporter: phoenix m50 nid misidentification; nid results incongruent with colony morphology and vitek gn (initial phoenix ID: providencia spp, actual ID: proteus mirabilis).